Manufacturer narrative:
The reason for this revision surgery was two of the 3.5 mm cortical screws broke after 12.1 years of patient implant use. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 2 broke from trauma. This event and revision surgery is the result, root cause, of a patient fall. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- due to patient falling and breaking two 3.5 screws.